Event description:
A stealth 360 orbital atherectomy device (oad) became stuck on the viperwire advance guide wire. The oad was returned to csi for analysis which identified a guide wire fracture.

Manufacturer narrative:
The oad was returned to csi with the guide wire engaged and stuck due to fractured spring tip coils lodged near the driveshaft tip bushing. The guide wire could not be removed from the driveshaft. The spring tip proximal and distal coils were damaged. The damaged spring tip and tip bushing selection were sent to scanning electron microscopic (sem) analysis. Sem analysis showed rotational damage on the proximal spring tip coils and solder bond area. This evidence is consistent with a fracture due to the spinning driveshaft making contact with the spring tip. The root cause of the fracture was determined to be use not consistent with the IFU. The IFU cautions to never advance the orbiting crown to the point of contact with the guide wire spring tip. Distal spring tip detachment and embolization may result. Make sure there is a minimum of 10 cm between the guide wire spring tip and the distal end of the shaft. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. Csi ID: (B)(4).